Manufacturer narrative:
The pump passed the error test, and no alarms were noted. The pump also passed the self test. The pump was received with normal operating currents. No unexpected low battery alarms were noted. However, the pump had minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip.

Event description:
Customer reported the reservoir does not have any insulin in it and has to rewind the insulin pump. The insulin pump shows the reservoir has insulin. The device had an unexpected restart alarm. Customer's blood glucose was unknown. An external ram crc error, unexpected restart, and low battery alarms were noted in the device history. Temporary basal was not programmed before the alarm. The device was not stored for an extended period of time. Alarm occurred after inserting a new battery. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.